Event description:
It was reported that the device was leaking from the front cover. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The device was leaking from the bottom of the water tank cover. The reported complaint is confirmed. A worn gasket is the primary root cause. The reservoir gasket will be replaced. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.